Event description:
Cormet revision due to high metal ion levels.

Manufacturer narrative:
CAPA (B)(4). Pt notes and pre-revision x-rays have been requested. Explant to be examined after decontamination. Event occurred outside USA.